Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed and was due to a faulty ac-dc adaptor board (g1 board). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high-definition liquid crystal display (lcd) monitor turns itself off and then no response for about four and a half minutes during the diagnostic colonoscopy procedure. There was a delay of 5 minutes reported and the anesthesia was extended 5 minutes. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the reported event (device powering off) occurred due to failure of the ac-dc adaptor board (g1 board). In addition, it is likely that this defect was related to the prolonged procedure (by 5 minutes). However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.